Manufacturer narrative:
Other relevant device(s) are : product ID: 4351-35, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 4351-35, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 4351-35, serial/lot #:(B)(4), ubd: 03-dec-2021, UDI#: (B)(4). Product ID: 4351-35, serial/lot #: (B)(4), ubd: 03-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative (hcp,rep ) regarding a patient who was implanted with a neurostimulator for gastric stimulation it was reported that the leads were somehow disconnected and a revision needs to done to resolve the issue. The contributing factor that made the lead to be disconnected was unknown. No symptoms reported and no further complications noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had a revision on (B)(6) 2020 due to disconnected leads. No further complications were reported/anticipated at this time.